Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india during a routine check. It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Further the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However the error message "safety-s" can be linked to the following most possible root causes according to the hl 20 risk management file: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) the review of the non-conformities has been performed on 2024-10-22 for the period of 2017-08-31 to 2024-09-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-31. Based on the results the reported error message: safety-s could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).